Manufacturer narrative:
We were unable to reproduce this complaint due to a bent outer knife. Air bubble came out from the tip. Hence considered reportable. Assuming worst case during surgery, this may cause injury to the patient. Hence it is reportable. The risk is possible injury by microbial, viral or prion infection (patient harm) this reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(4)) during a tele-conference on (B)(6) 2017. All available information has been provided. The complaint is not confirmed. This complaint has now been closed.

Event description:
This incident occurred in (B)(6). During working, air bubble came out from the tip. No report of an injury.